Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the olympus (B)(6) (oekg). Oekg checked the subject device and found that the scope communication error e216 was displayed on the monitor when the camera cable was moved at a certain position, and also that the endoscopic image of the subject device could not be displayed on the monitor by noise and the scope communication error e226 was displayed on it. In addition, as a result of the exterior check of the subject device, omsc found that the camera cable was broken near the camera head's main body as reported, and surmised that the internal wires of the cable unit were twisted and bent under the boot on the camera head's main body side (ccd side), and also surmised that the camera cable failure caused the reported issues. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from okeg, omsc concluded that the reported phenomena were caused by the breakage of the camera cable, due to the excessive force applied to the camera cable by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that before the procedure when the subject device was turned on, it was found that an unspecified communication error appeared on the video processor used in combination with the subject device, and the camera cable was broken near the camera head's main body of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.